Event description:
During a colon procedure, the device malformed staples when the surgeon opened the stapler, the colon was attached to the stapler. The used a gia stapler to finish intervention. No device returning.